Event description:
It was reported that the right ventricular lead and atrial lead had become dislodged. The leads were explanted and replaced. The patient was stable before and after the procedure.

Manufacturer narrative:
A partial lead with the tip measuring 37.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.